Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that the right atrial (ra) lead exhibited low impedance measurements of less than 200 ohms in unipolar or bipolar. The biolar intrinsic amplitude was 4.1 and the unipolaramplitude was 2.1 volts. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).